Event description:
This valve was explanted due to paravalvular leak with hemolysis confirmed by tee. The pt initially presented in 2000 anemic, short of breath and hemolyzing. Pt's hemolysis "stabilized" and they were treated for a "superficial sternal wound infection of staphylococcus aureus". At explant, "dense mediastinal adhesions" were observed and the sternum was dehisced along the "lower two-thirds". Pv leak was noted to be along "what had been the anterior leaflet". The native posterior leaflet was resected and the valve was replaced with sjm 27mg-501. The pt was then brought from the or in "hemodynamic condition" with their chest open and "sterilely dressed."